Event description:
Vital signs - ge- hyperinflation bag system- 1663x3lp, lot 6199e. Unable to pressurize bag above 5cm h2o and thus unable to ventilate patients with positive pressure. Since this is the intended use of the device, its failure represents a life-safety hazard. This has been found to be a problem on all instances of this product. Date of use: (B)(6) 2013. Reason for use: electroconvulsive therapy.